Event description:
According to the reporter: the device did not fire on the lumen so hand sewing was done to resolve the issue. No staples were evident in resected colon or surrounding area. Bowel leakage was observed but was addressed during the surgery. No further report of patient impact was made.

Manufacturer narrative:
MDR initial report submitted: 12/23/2008.